Event description:
A risk manager reported that blood lines came apart from the catheter and the machine did not alarm. A nurse reported the patient required a blood transfusion of two units. No further medical interventions were required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.